Manufacturer narrative:
(B)(4). The customer reported that upon power up, the device displays error code 10003 as a result of full data card. Error code 10003 is accompanied by the cycle power message/instruction and operation is halted. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that upon power up, the device displays error code 10003 as a result of full data card. Error code 10003 is accompanied by the cycle power message/instruction and operation is halted. There was no report of pt involvement or adverse pt impact.